Manufacturer narrative:
Valve thrombosis is a rare and well-recognized complication of prosthetic valves. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Immediate intervention, either by thrombolytic therapy or valve replacement is required for significant thrombosis. Alternatively, there may be cases where the patient is placed on an anticoagulant to treat thrombosis in this case, the patient required both medical and surgical intervention to treat the valve. The device was not returned for evaluation, as it remained implanted. In this case, minimal information regarding this procedure was received and attempts to get additional information regarding the condition of the device, patient's medical history, or possible comorbidities have been unsuccessful. The root cause of the thrombosis, stenosis, and regurgitation remains indeterminable. If new information becomes available, a supplemental report will be submitted. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a 27 mm pericardial mitral valve was disabled via a valve-in-valve procedure due to stenosis, regurgitation, and thrombosis after an implant duration of 3 years, 9 months. A 29 mm transcatheter valve was implanted. The outcome was reported to be great.

Manufacturer narrative:
Edwards received additional information through follow up with the healthcare provider. Based on the available information, the root cause of the event remains indeterminable. However, it is likely that patient related factors and the progression of the patient's underlying valvular disease pathology contributed to the event.

Event description:
Edwards received additional information through follow up with the healthcare provider that the reason for the valve in valve procedure was due to severe stenosis, regurgitation, and thrombosis after an implant duration of 3 years, 9 months. A 29mm transcatheter valve was successfully implanted. Post op echo showed a normally functioning bioprosthetic mitral valve and no mr or significant pvl. The patient tolerated the procedure well and was then transferred to the critical care unit in stable condition. The patient was discharged in good condition on post-operative day five.